Event description:
It was reported to the manufacturer by the end user, per the end user, "the resident was being lifted up in the lift in an upper position. The cradle 'unattached' from the boom. The resident fell to the floor in the sling/attached to the cradle." The resident was "taked" to the hospital for x-ray's and evaluation. The resident sustained a contusion/abrasion to the buttocks. (B)(4) were entered into our system to have the lift and cradle returned to joerns for investigation. As of this writing, the lift and cradle have not been returned.